Event description:
The event is reported as: the aquapak would not nebulize at a flow rate of 6lpm. Complaint reports that the medical staff had to increase the flow to 12lpm which led to a whistling sound at the nebulizer level, swelling of the bottle, and liquid leaking at the screwing level. The alleged defect occurred during aerosol therapy treatment. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when info becomes available.